Event description:
The facility representative reported "doesn't work, frequently sounds" during pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention had been reported related to the device. In addition, the facility representative reported "unit made noise while connected to pt. Nurse removed the unit from pt for that reason was not affected."

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.